Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to increasing impedance levels and higher thresholds indicating potential fracture or anomaly with lead integrity. Local representative was unable to recreate and offered unipolar pacing as an alternative, but physician wanted to get the lead fixed. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to increasing impedance levels and higher thresholds indicating potential fracture or anomaly with lead integrity. Local representative was unable to recreate and offered unipolar pacing as an alternative, but physician wanted to get the lead fixed. A new lead was implanted. No additional adverse patient effects were reported.